Manufacturer narrative:
The reported events were dislodgement, failure to capture, and under-sensing. A complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and under-sensing were not confirmed. Visual inspection found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented post-implant procedure. It was noted that the right ventricular (rv) lead exhibited loss of capture and undersensing and the rv lead had dislocated from the implant position, which was confirmed via chest x-ray. The rv lead was explanted and replaced. The patient was recovering post-procedure.